Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he was trying to change his set and the tubing came off at the quick release. The patient could not figure out how to reconnect. The site location was at the abdomen. No further information available.